Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor (icm) over-sensed t waves. Programming interventions were made. The patient was in stable condition.